Event description:
It was reported that pauses were observed and it was determined the right ventricular lead was fractured. The lead was sensing noise and had intermittent capture. A lead warning was triggered for high impedance, which could not be reproduced in real time, but provocative movements did reproduce the pauses. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high pacing impedance and oversensing. Lead diagnostic data included a number of open circuit paces, ventricular non-physiologic sensing counts, and ventricular high rate episodes since a lead warning which occurred on 2013-(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4568 implantable pacing lead (B)(6) 2000. (B)(4).